Manufacturer narrative:
The investigation into the difficulty inserting/removing pump through introducer has been completed since the initial report was submitted. The product was not returned for investigation. As per the clinical details, axillary artery dilation and impella sheath insertion were complicated by sheath kinking, hindering the passage of wires and impella pump. The cause of the issue difficulty inserting pump through introducer was an introducer sheath kink, based on provided clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 48-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported that upon impella insertion the left axillary was dilated and the impella sheath was inserted. When the dilator was removed from the sheath, the sheath kinked. When the impella cp was inserted the over wire, they were not able to pass through sheath. The impella insertion was aborted.

Event description:
Additional information noted that the procedure outcome was that patient expired due to cardiovascular insufficiency. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04998 was provided in sections b1, b5, d6, h1, and h6.